Event description:
Treatment of an aneurysm located in the right ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the 2nd pipeline released from the capture coil, but it stopped opening as the vessel became narrow. The pipeline was removed from the patient by trapping the pipeline braid between the capture coil and the catheter. Another device was used to successfully complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.